Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 24. Aug. 2015, expiry date: 01. Aug. 2025. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. United states DHR review: part number: 02.112.518, lot number: 9829706 , part mfg date: 15 jun 2015, part exp. Date: n/a (for s part numbers), manufacturing location: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp low bend meidal distal plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A investigation summary was conducted/ performed. The report indicates that: without material, it cannot be defined if this complaint is confirmed. Complaint will be re-opened in case material is coming back or further information is received. The manufacturing documents were reviewed and no complaint related issues. This lot of (B)(4) pieces was manufactured in august 2015 with a lot size of (B)(4) pieces. We are not aware of any other complaint for this part- and lot number combination, neither the unsterile lot 9829706, 9614923 nor the sterile lot. Product was not returned; therefore, no further investigation is possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The root cause was indeterminable with the available information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated information provided. Investigation summary: the manufacturing documents were reviewed and no complaint related issues. Without material it cannot be defined if this complaint is confirmed. Complaint will be re-opened in case material is coming back or further information is received patient weight provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02-jan-2018: it was reported that a patient had surgery on (B)(6) 2017 and a metal plate was implanted. She was given a protective boot and encouraged to walk on her foot. On (B)(6) 2017 as her ankle was swollen. She was re-admitted to the hospital and was told that the plate was broken. She underwent further surgery and unable to weigh bear for 10 weeks. The patient initially underwent surgery on (B)(6) 2017 for polytrauma including a right radius and ulna shaft fracture which was treated with a 6-hole plate and 4, 3.5mm locking screws and an open reduction internal fixation (orif) of the right tibia which was treated with open fracture debridement and medial plating with an 8-hole plate and approximately 13, 3.5mm locking screws followed by a compression boot post-operatively. X-rays on (B)(6) 2017 revealed that the tibia showed a fracture gap posteriorly. There were no further issues regarding the patient¿s arm. On (B)(6) 2017, the patient was returned to the operating room for a broken distal tibia plate and underwent a right orif. The patient was revised to a 4.5/3.5 distal tibia metaphyseal plate and an unknown number of locking screws and the surgeon also plated the fibula with a 3.5mm 7-hole metaphyseal plate and an unknown number of locking screws. An x-ray on (B)(6) 2017 reported the fracture looked satisfactory and due to her previous failed treatment, the surgeon left the patient as non-weight bearing for an additional four weeks. The patient was seen again on (B)(6) 2017 and it was documented that she had been mobilizing in a compression boot for several weeks without any significant problems. On examination, it was reported that the fracture site was pain free and the wounds had healed well. Plain radiographs demonstrated excellent bridging callus but the fracture had not completely healed. The compression boot was removed and the patient was allowed full weight bearing mobilization with a follow up in four weeks. An x-ray on (B)(6) 2017 revealed callus at the fracture site, one of the distal screws had broken and that the fracture appeared to be uniting. It was reported that the patient could mobilize without too much pain. The patient was scheduled to be seen for follow up in three months with additional x-rays to be taken at that time. This complaint addresses the revision surgery and the broken screw identified via x-ray on (B)(6) 2017 is reported under related complaint (B)(4). Concomitant reported part: unknown locking screws of various lengths (212.xxx). This complaint involves 1 part.

Manufacturer narrative:
The investigation summary indicates that: product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. Without material it cannot be defined if this complaint is confirmed. Complaint will be re-opened in case material is coming back or further information is received. If additional information is made available, the investigation will be updated as applicable. Pt weight unable to be determine. UDI: (B)(4). Device is not expected to be returned for manufacturer review/ investigation. Part & lot number provided, device history has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). This report is for unknown plate/unknown lot number. Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a patient had a surgery on (B)(6) 2017 and a metal plate was implanted. She was given a protective boot and encouraged to walk on her foot. On (B)(6) 2017 as her ankle was swollen. She was re-admitted to the hospital and was told that the plate was broken. She underwent a further surgery and is unable to weigh bear for 10 weeks. This complaint involves 1 part. Concomitant reported part: unknown screws. This report is 1 of 1 for (B)(4)